Event description:
Pt with diagnosis of respiratory distress was placed on a siemens bedside monitor. This report deals specifically with the pulse oximetry function of the siemens monitor. The nurse caring for this pt confirmed that the alarm parameters were set and that the alarms were turned on. While the nurse was in the room that pt's oxygen saturation level began to drop. The level did drop below the set parameters but no alarm sounded. After attending to the pt, the nurse shut the unit off and turned it back on again. Once the alarms and alarm parameters were reset the alarm functioned as expected.